Manufacturer narrative:
B3: event date is estimated. D6b: explant date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective stimulation. The investigation did not determine which lead contributed to this issue. Surgical intervention was undertaken, and the system was explanted.